Event description:
During a hospital visit, the sales rep noticed the cables were frayed at the back of the central control monitor. The cables were replaced. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval is in progress but not concluded.